Event description:
The customer reported that the companion 2 driver exhibited "right pressure incorrect" alarms while supporting a patient. There was no patient impact, the patient is still being supported by this driver. This alleged failure mode poses a low risk to the patient, because it had no effect on the ability of the companion 2 driver to perform its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.